Event description:
Additional information received reported the patient had made a request for a referral for removal of the entire system due to ineffective therapy despite numerous reprogramming¿s and therapy delivery techniques such as a high rate with low pulse width and cycling. The patient had lost confidence in therapy. There was no date of consult scheduled.

Event description:
It was reported, the patient had entire neurostimulator system (leads, extensions, ins) explanted on (B)(6) 2014. It was noted the rep was going to return explanted product.

Event description:
It was reported the patient had not had effective therapy since lead revision. It was further reported the patient felt parasthesia, but this was not providing relief. It was noted impedances were within normal limits. It was stated when patient reprogrammed she sensed parasthesia in low back and left hip and felt good with coverage of pain areas, but within 24 hours experienced loss of parasthesia with return of chronic pain. It was noted the patient was receiving ¿very little¿ effective therapy, but it did seem to help the patient¿s right low back. It was further reported reprogramming had occurred since revision with some relief for lower back pain, but very little for left hip pain which is the primary pain.

Event description:
Additional information received reported the patient was scheduled for an entire neurostimulation system explant on monday (B)(6) 2014.

Event description:
Additional review indicated only the information regarding the ineffective therapy after the lead revision pertains to this manufacturer¿s report. All other information involving the lead revision and prior ineffective therapy pertains to MFR report # 3004209178-2013-20883.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3888-33, lot# v949384, implanted: (B)(6) 2013, product type: lead; product ID 3888-45, lot# v754567, implanted: (B)(6) 2013, product type: lead; product ID 3888-45, lot# va00tcq, product type: lead; product ID 3888-45, lot# va01k4v, product type: lead.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3888-33, lot # v949384, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot # v754567, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot # va00tcq, product type lead; product ID 3888-45, lot # va01k4v, product type lead. (B)(4).

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3888-33 lot# v949384, implanted: 2013 (B)(4); product type lead product ID 3888-45 lot# v754567, implanted: 2013 (B)(6); product type lead product ID 3888-45 lot# va00tcq; product type lead product ID 3888-45 lot# va01k4v; product type lead

Event description:
Additional information stated the patient had recovered from surgery. It was noted the patient was still sore in surgical sites and their pain had reduced at the time of follow-up. It was reported the patient still had chronic pain but they reported they were happier because the stimulator and leads were explanted.